Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received for evaluation. During functional testing, the customer reported "error 21502" was not reproduced. The unit was able to power on, navigate through all screens and run a test infusion with no discrepancies however the flange sensor test was performed with failing results. A review of the event history log does show "system error 21502 - flange sensor failure" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified through visual inspection as the grommet was found to be slightly rotated interfering with the flange sensor. The grommet will be reworked to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump alarmed system error 21502 (flange sensor failure) during an unspecified process step. There was no patient involvement. No additional information is available.